Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon ruptured occured. The target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote balloon catheter was advanced for pre-dilation. However, during first inflation at 6 atmosphere the balloon pinhole ruptured. The procedure was completed with another of the same device. No patient serious injury nor complications were reported.